Event description:
It was reported by the customer that a pyxis medstation system had a shorted cable and that the system had no power. This did not occur during a patient workflow. There were no issues reported with removing medications or a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following field has been updated with corrected information: d1, g1, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a shorted cable. The field service engineer found pyxibus cable with burn mark (no spark, fire or smoke reported) and replaced the pyxibus cable to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had shorted cable. The field service engineer found pyxibus cable with burn mark (no spark, fire or smoke reported). The fse replaced the pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a shorted cable and that the system had no power. This did not occur during a patient workflow. There were no issues reported with removing medications or a delay in patient care. There were no adverse events or injuries reported based on this event.